Event description:
It was reported that there was a fluid leak in the inflatable penile prosthesis (ipp) device. The ipp was explanted, and a new device was implanted. There were no patient complications.